Event description:
It was reported that the intraocular lens (iol) flipped during insertion. The lens was removed and an incision enlargement was performed to avoid permanent damage or impairment to the eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The sample was received in the original folding carton. The lens was inspected at 10x microscope magnification. Visual inspection noted that there was evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) indicating the device was handled and prepared for surgical use. No manufacturing defects in the lens optic body such as unacceptable scratches, or depression marks were observed. No damage on the lens haptics was detected. The lens haptics conformed to the defined shape. The complaint unit does not indicate that it was affected by the manufacturing process. There was no failure detected in the returned lens. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found that was related to the reported complaint. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.